Event description:
User facility medwatch received and states: as reported by the edwards territory manager, after successful implant of a sapien 3 valve ultra valve in the aortic position, a perclose was suspected requiring a femoral cutdown to repair the vessel. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No additional information was provided.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: medwatch report #mw5148613